Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The investigation is complete. Functional testing of the returned device determined the suction was not working and the motor was making a high pitched noise. The reported event is confirmed as the device smelled of hot plastic; however, there was no smoke coming from the device during testing. Visual inspection of the interior of the handpiece found the motor mounts were melted and warped, dropping the motor out of position and allowing the pinion gear to damage the face gear teeth, and ultimately preventing the pinion gear and the face gear from making contact. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The pulsavac plus a.c. Wound debridement system instructions for use (IFU 06001400241, page 3), indicates the typical mode of operation should be two cycles of two minutes on and then two minutes off. However, it was not specified how long the device was running before the smell of smoke occurred. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number for (B)(6).

Event description:
It was reported that during surgery the unit was smoking. Nurse smelled smoke and saw smoke coming out of unit. No harm to patient. No adverse events were reported.